Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Final analysis found the device voltage was at elective replacement indicator (eri) level upon receipt and analysis of device image indicated device operated at high pacing output settings as well as cap confirm was enabled during implant period. When automatic settings are programmed, such as cap confirm, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. No anomalies were detected.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.